Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. Additionally, the device's silence button was damaged and requires the keypad to be replaced. The front and rear enclosures were damaged requiring replacement. These issues would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.